Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult safety mechanism disengagement. The following information was provided by the initial reporter: the nexiva (I dont now if it the plastic or the metallic part) could not be removed (stuck).

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult safety mechanism disengagement. The following information was provided by the initial reporter: the nexiva (I dont now if it the plastic or the metallic part) could not be removed (stuck).